Event description:
The following was reported to hamilton medical ag: summary: tf 444001 (batteries completely discharged).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that the device failed to power up, with the internal batteries depleted and no ac power supplied to the unit. No patient involvement and consequently, no clinical consequences were reported. To address the issue, a replacement power supply was shipped to the customer. No log files were provided for analysis, and no feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the power supply, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: summary: tf 444001 (batteries completely discharged).